Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated alert code 38 indicating a motor stall while the device had battery charge above 50 percent, and the user was guided to shut down the device and transition to backup insulin therapy pending replacement. Symptoms included no reported adverse clinical effects, and blood glucose remained within range. Outcomes included use of backup therapy without hospitalization or medical intervention. Investigation included remote troubleshooting and collection of device identification, followed by replacement of the device. Investigation of this device revealed a suspected pump motor stall consistent with an internal malfunction of the pump mechanism. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the pump motor assembly.